Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00044. Device 2 is being reported under MDR-2247858-2021-00045 and device 3 is being reported under MDR-2247858-2021-00046.

Event description:
Core lab: "for subject 419-101, both the 36m and 48m imaging (CT and xray) arrived at the core lab on 4/2/2021 with the notification of the migration send on 4/16/2021. I'm not sure of why both the 36 and 48m time points were delayed in being submitted. We did not note any device issues other than the migration on our analysis. Since the last imaging we had was ~7 months prior to the mi (myocardial infarction) and no other imaging was provided, I would probably have to go with the site's comment that the mi was not related to the device." On april 16, 2021 the (B)(6) clinic, (B)(6), notified sponsor that initial analysis of subject 419-101 has identified caudal migration >10mm at the 48- month timepoint when compared to the baseline imaging. Patient completed the 48 month visit on (B)(6) 2020, the related imaging was not received or analyzed in the dataset as of march 31, 2021. Delayed reporting due to turnover in project management and evaluation to determine if event was reportable. The core lab did not report it as device related, internal decision was to report for transparency and reference. Patient outcome - "the subject experienced a non-st elevated myocardial infarction on (B)(6) 2020. Subsequently the subject passed away (B)(6) 2020 in a rehabilitation facility/nursing home post myocardial infarction."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00044. Device 2 is being reported and device 3 is being reported under MDR-2247858-2021-00046.

Event description:
Core lab: "for subject 419-101, both the 36m and 48m imaging (CT and xray) arrived at the core lab on (B)(6) 2021 with the notification of the migration send on (B)(6) 2021. I'm not sure of why both the 36 and 48m time points were delayed in being submitted. We did not note any device issues other than the migration on our analysis. Since the last imaging we had was ~7 months prior to the mi (myocardial infarction) and no other imaging was provided, I would probably have to go with the site's comment that the mi was not related to the device." On (B)(6) 2021 (B)(6), notified sponsor that initial analysis of subject 419-101 has identified caudal migration >10mm at the 48- month timepoint when compared to the baseline imaging. Patient completed the 48 month visit on (B)(6) 2020, the related imaging was not received or analyzed in the dataset as of (B)(6) 2021. Delayed reporting due to turnover in project management and evaluation to determine if event was reportable. The core lab did not report it as device related, internal decision was to report for transparency and reference. Patient outcome: "the subject experienced a non-st elevated myocardial infarction on (B)(6) 2020. Subsequently the subject passed away (B)(6) 2020 in a rehabilitation facility/nursing home post myocardial infarction."